Manufacturer narrative:
Correction to d9: device will not be returned for evaluation. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is likely the defect was due to the user¿s handling of the device that led to the reportable malfunction: the user may not have thoroughly read the instruction manual and not acknowledged that reprocessing should not be practiced with a modified connecting tube. However, based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. As described in instructions for maj-1500, chapter 5 ¿instrument compatibility¿, using incompatible equipment will compromise the effectiveness of cleaning and disinfection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1- (B)(6) (user facility complete address captured here due to character limitation in section) the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube disassembled when sliding it to the scope.the issue occurred during preparation for reprocessing. The intended procedure was completed using a similar device. There were no reports of patient harm.